Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Motor passed motor test. No motor error alarm. Device communicated properly with the test minilink transmitter and tested with glucose sensor simulator. Insulin pump received with scratched lcd window. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 416 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.